Event description:
A piece of pituatary ronguer broke off in the pt during surgery spinal decompression. The amount of force used on the instrument during the procedure is unknown. The device had been reprocessed, and it is unknown if it was inspected prior to reprocessing. Generally instruments are inspected prior to distribution. The pt was x-rayed and object was seen but the md was unable to remove it. There was approx 2mm of the instrument in the pt.